Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately three years of service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found the header was separated from the can. Evidence indicates that the header was loose prior to explant, however external stress during the explant procedure caused the header to separate from the can. Device interrogation noted the device had reached elective replacement indicator (eri) prior to explant, there was no recorded end of life (eol) timestamp. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Due to the damaged header, electrical measurements were unable to be performed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of the device reaching eol prior to explant.

Event description:
Additional information was received indicating this device was later explanted due to normal battery depletion. No adverse patient effects were reported.